Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer reviewed the architect c16000 system message history log and observed several aspiration errors associated with the r1a probe (reagent probe r1a) on the day of occurrence. Replacement of the r1a probe resolved the issue. Review of the subsequent instrument service history revealed no additional complaints of erratic or discrepant results have been documented. The r1a probe was documented as the most likely cause of the result issue which was resolved through normal troubleshooting procedures. The part was not available for return. The architect system operations manual and total bilirubin package insert provide adequate information with regard to specimen handling, required maintenance, component replacement, and troubleshooting the reported issue. Complaint tracking/ trending review of the r1a probe did not identify an adverse trend. There is no indication of a deficiency of the r1a probe or the architect c16000.

Event description:
The customer stated that falsely elevated total bilirubin results were generated on the architect c16000 analyzer. A physician contacted the customer and stated that his patient does not have symptoms of jaundice and requested repeat testing. No adverse impact to patient management was reported. Patient ID: (B)(4): initial result of 299 umol/l retested at 59 umol/l patient ID: (B)(4): initial result of 305 umol/l retested at 17 umol/l